Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. However, myocardial infarction and thrombosis are listed in the xience everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorbs (3.0x28 and 3.5x12) referenced are being filed under separate medwatch report numbers. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
It was reported via an article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #14: the procedure was to treat a distal and mid left anterior descending (lad) artery and a circumflex (cx) and obtuse marginal (om) arteries. The patient presented with angina. The lesion in the distal lad was pre-dilated with a 2.5 x 28 mm unspecified balloon catheter to 14 atmospheres (atm) and a 3.0 x 28 mm absorb scaffold was deployed at 14 atm. Post-dilatation was performed with a 3.0 x 28mm unspecified balloon catheter at 14 atm. The lesion in the proximal lad was pre-dilated with a 3.0 x 12 mm unspecified balloon catheter to 14 atmospheres (atm) and a 3.5 x 12 mm absorb scaffold was deployed at 14 atm. Post-dilatation was performed with a 3.5 x 14mm unspecified balloon catheter at 14 atm. The lesion in the cx and om was pre-dilated with a 2.5 x 15 mm unspecified balloon catheter to 10 atmospheres (atm) and a 2.5 x 12 mm unknown xience stent was deployed at 12 atm. Post-dilatation was not performed, the patient was placed on ascal and ticagrelor for dual antiplatelet therapy. On an unspecified date, the patient presented with a myocardial infarction (mi) and angiography confirmed very late scaffold and stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.